Manufacturer narrative:
G1/previous h10: lot was reported, therefore manufacturer is known. Remove reference to englewood manufacturer. H4: the lot was manufactured from (B)(6) , 2020 ¿ (B)(6) , 2020. H10: the device was received for evaluation. Unaided visual inspection was performed which observed floating white particulate matter approximately 0.25 inches in length inside the fluid pathway. The particle was further analyzed and found to be acrylonitrile butadiene styrene (abs). The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed in a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified at the dispensing room before treatment. There was no patient involvement. No additional information is available.